Event description:
Crd_1032 - sh device registry, patient site ID: (B)(6) it was reported that on (B)(6) 2026, a 27mm epic plus supra aortic valve was chosen for implant. Post-procedure on (B)(6) 2026, patient experienced paroxysmal atrial fibrillation and was treated with amiodarone and anticoagulation. It was reported on (B)(6) 2026, sonograph diagnosed patient with left pleural effusion. A surgical puncture was required to remove fluid on (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.